Event description:
While troubleshooting recurring cartridge/adapter alerts, pt discovered moisture (which smelled like insulin) inside of the device's cartridge compartment. When pt removed the device's adapter, insulin leaked out. Pt dried the cartridge compartment, wiht a cotton swab, and continued using the device. Pt's blood glucose was not affected and no treatment was received.